Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 12, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 03, 2023.

Event description:
Per the clinic, it was reported that open circuits were noted on two electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 20, 2023.